Event description:
It was reported that oversensing and capture anomaly were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field events of oversensing, capture anomaly and impedance measurement anomalies on the atrial channel were confirmed via programmer printouts. The device was tested on the bench and using automated test equipment and was found to be normal. The root cause of the field events could not be determined.